Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 28 mg/dl. The customer's blood glucose was 203 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and glucose tablets. The customer declined to troubleshoot for low blood glucose. The customer reported that the insulin pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump primed properly.no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.